Event description:
It was reported that undersensing was observed on the device. Reprogramming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.